Event description:
It was reported that during stage two implant the impedance values for contact 11 were high across all combinations. The doctor took out the extension and reconnected it using the labelled description regarding the wire wrap around the implantable neurostimulator (ins). The impedances normalized, but once the pocket was closed and lightly palpated, the impedance values for contact 11 were over 40,000 ohms, indicating a possible positional break in the wire at contact 11. The extension was replaced and the case went about 35 minutes to an hour over the normal time for a stage two implant. The impedances were tested throughout the entire procedure and resolved after extension replacement. The patient was alive without injury.

Manufacturer narrative:
Concomitant products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID: 3387s-40, lot# va0negy, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# va0negy, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).